Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of vascular bleeding leading to procedural abortion during a left atrial appendage closure (laac) procedure where the versacross rf wire and versacross transseptal sheath were used. During transseptal, the versacross rf wire was reported to get stuck in the versacross transseptal sheath. The versacross rf wire was removed with wire cutters from the sheath. A new versacross sheath was opened to continue with the procedure; however, vascular bleeding was noted, and the laac procedure was aborted. The patient was reported to be stable at the end of the procedure. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 3019751610-2022-00071.